Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 02/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability on (B)(6) 2017 it was noted that the patient had a left hip arthroplasty as well as a right. In the right revision notes it alleged elevated metal ions, therefore this com is being created for the left hip because it can not be ruled out for the elevated metal ion levels. The complaint was updated on: 03/06/2017.